Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high/undefined pacing impedance, oversensing of noise and was fractured. It was further reported that this led to the delivery of inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.